Manufacturer narrative:
This record (MFR # 3010157426-2015-00053, (B)(4)) was discovered to be filed in error from the complaint record information which has since been corrected. The information in this record (including the involved devices) is a duplicate of MFR report #3010157426-2015-00052 (B)(4) filed on (B)(6) 2015. Consequently, no further investigation is needed and this issue is considered closed.

Manufacturer narrative:
On site testing conducted by a spacelabs field service engineer (fse) confirmed the involved equipment performed to specifications. Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete. Placeholder.

Event description:
Spacelabs received a report that on march (B)(6) 2015 a patient monitored with command module model 91496 and bedside monitor model 91387-28 was found with alarms off. Central venous pressure and arterial pressure alarms were found off several times during the day. Oxygen saturation alarms were found suspended. No one was injured as a result of this event.